Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received a plethora of shocks due to a combination of vt/vf episodes and suspected lead noise. Initial episodes were cleared from the device prior to uploading or printing and are therefore unavailable. Subsequent episodes were enclosed with the returned lead, which was extracted. All impedance trends were normal. The lead was originally placed during an upgrade to a biv ICD from a dual chamber pacemaker. No evidence of fracture or external conductors were found on fluoroscopy.